Manufacturer narrative:
The ge service rep found that the brake was damp from the facility losing power because of hurricane gustav and humidity formed on the brake. The brake was left in the unlock mode to air dry. Tested, ok. System operates as intended.

Event description:
The customer reported that the cross arm brake is not locking. No pt injury was reported.